Event description:
It was reported the attempted implant of this non-boston scientific lead due to product performance issue. Another lead was implanted instead. No further adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).